Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained from am fasting meter to meter comparison of 100 mg/dl using true metrix go meter and 30 mg/dl using another device. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strips are expired: manufacturer¿s expiration date is 09/28/2024; open vial date and product storage was not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and expired test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.